Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via an unknown femoral arterial access site in a 17-year-old female patient who developed circulatory failure during hospitalization while receiving treatment for a retroperitoneal condition and was subsequently supported with extracorporeal membrane oxygenation (ECMO) and impella cp. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) stage c. During support, retroperitoneal bleeding was reported at the impella cp insertion site. It was noted that the pump was explanted due to the reported event and the patient survived to explant. The patient then underwent surgical hemostasis.